Manufacturer narrative:
The unit had intermittent buttons due to a corroded keypad. The unit had no button error alarms. The unit had a cracked case at the display window corners and a minor scratched lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a keypad anomaly and a button error alarm. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was 120 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.